Event description:
It was reported that the patient did not make the expected amount of progress in speech perception after receiving her cochlear implant system. Clinic testing found a progressive number of short-circuit electrodes. Deactivating these electrodes in the patient's sound processor program did not alleviate the problem. The results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with multiple electrode malfunctions. Explantation/reimplantation surgery was planned for about 9 or 10 days later.

Manufacturer narrative:
This type of event is addressed in the device labeling.